Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the probe became black due to a electrical shorting. It was further reported there was no contact between the optic and the probe. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed, the electrode and shaft are discolored and blackened. The device was found to function as intended and no error codes were found in the memory. Additional black marks were observed on the ceramic and bottom of the electrode tip. The cause of the event is undetermined, however likely causes include touching another device during use; prolonged use of the device and/or low irrigation.

Event description:
It was reported that during a knee arthroscopy the probe became black due to a electrical shorting. It was further reported there was no contact between the optic and the probe. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.